Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was due to the spheres being old and not seating well. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy procedure. It was reported the passive planar probe was used to register the patient, but when checking known anatomical landmarks, the probe was not being seen unless it was straight on with the camera. A manufacturer representative who was on site tried using a different passive planar probe and had the same issue. The camera was manipulated without resolve. Technical services (ts) recommended putting new spheres on the passive planar or trying a different instrument. The surgeon decided to use a different medtronic navigation system for the procedure. This issue occurred perioperatively and caused a 25-minute surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.